Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of use against labelling issue is likely use related as it is recommended by abiomed in IFU to prime pump outside body prior to implant/insertion.

Event description:
An impella cp device was inserted via the right femoral artery in a 50-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Abiomed staff were not on site at the time of implant. The site implanted the impella cp without priming the pump, after which the pump was removed from the patient and an additional pump was used. The reported events include use against labeling, device revision or replacement, and hemodynamic instability. These findings are consistent with procedural errors related to pump preparation and subsequent device exchange, which can lead to temporary interruptions in hemodynamic support. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was maintained.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.